Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number mjz475 which corresponds to the product code j493g. The complaint product is dc340. Can you provide a photo of the product dc340 with lot number? Do you have any sample for evaluation?

Event description:
It was reported that the patient underwent a finger laceration procedure on unknown date and suture was used. On the first attempt to stitch, the needle came off thread. It was removed from finger intact. The provider ended up switching to non-absorbable sutures to avoid further issues with this product. There were no adverse patient consequences reported.